Manufacturer narrative:
As the customer was unable to provide further information, a definite root cause analysis is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect k for gen.2 result for one patient sample with the cobas 6000 c501 module. The initial result was 6 mmol/l. This result was reported outside of the laboratory. The repeated result at another laboratory tested on a piccolo was 5 mmol/l. The electrode lot number and expiration date were requested but not provided.